Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 32 mg/dl. Customer thought she was experiencing high blood glucose levels due to a sensor glucose reading of 400 mg/dl, while her blood glucose levels were actually 253 mg/dl, and treated it with an insulin injection. That caused the low blood glucose level. The customer did not report symptoms. The customer was treated for the low blood glucose with orange juice. The customer declined troubleshooting for high blood glucose levels. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.